Event description:
The customer contact reported the patient received more medication than intended. The pump was returned to the IV therapy department with an unsigned note stating "channel #1 free flowing, 100cc piggyback, settings were for 10cc/hr, a volume total of 100cc, knob seems to be loose." No tracking information was provided; therefore, specific patient information, pump programming, or event details were not available. Multiple unsuccessful attempts have been made to obtain additional information.

Manufacturer narrative:
The device was received. Investigation is not completed.